Event description:
It was reported that while using 3 of the bd ultra-fine¿ nano pen needles were leaking. The following was received from the initial reporter: verbatim: informed that he had already used some needles from the box and had no problem, on the contrary, found it very comfortable in the application, but in the last 3 needles used, informed that insulin is leaking through the bezel before application wasting medicine. *in what situation was the deviation identified? During patient use/contact with the patient. *was there any harm to the health of the patient or the professional who handled the material? No

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using 3 of the bd ultra-fine¿ nano pen needles were leaking. The following was received from the initial reporter: verbatim: informed that he had already used some needles from the box and had no problem, on the contrary, found it very comfortable in the application, but in the last 3 needles used, informed that insulin is leaking through the bezel before application wasting medicine. In what situation was the deviation identified? During patient use/contact with the patient. Was there any harm to the health of the patient or the professional who handled the material? No.